Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending coronary artery that was totally occluded and 90% stenosed. The lesion was pre-dilated using a semi-compliant balloon and a xience prime 4.0 x 12 mm stent was deployed. During fluoroscopy, a dissection was observed at the distal end of the stent. Another xience prime was used as treatment. There was no clinically significant delay in the procedure. No additional information was provided.